Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on properly pressing the button but ultimately decided to replace the pump. The caller was informed that a replacement pump with updated software would be sent to them, along with training available through their tandem source account. The customer was advised on handling the current pump return and storage procedures, and the caller understood and acknowledged all instructions.